Event description:
It was reported that during a lap appendectomy procedure, the device failed to staple, it is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.